Manufacturer narrative:
This rv lead will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
The lead was severed 430 mm from the lead tip, and only the tip portion of lead was returned. The conductor coils were deformed where the lead was severed. Visual inspection confirmed the conductor coils and insulation had been cut. Electrical testing was performed on the lead segment, confirming that portion of lead was electrically continuous. No further testing could be performed. Laboratory analysis was not able to confirm the reported lead damage on the segment that was returned.

Event description:
Boston scientific received information that, after positioning the associated right atrial (ra) lead, it was observed this right ventricular (rv) lead moved. The decision was made to reposition this rv lead, but during the process the stylet got stuck in the lead. Force was applied in order to remove the stylet, and this rv lead was damaged. The procedure was completed with a new rv lead. There were no adverse patient effects reported.